Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000253077 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Event description:
The hospital reported that the hst iii system (4.3mm) failed to load properly into the delivery tube and deployment failed because the heartstring was stuck in the delivery tube.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.